Manufacturer narrative:
H3) the software analysis found that based on the information provided, there is no indication that a software anomaly contributed to the reported behavior. The software was working as designed. This is a known limitation with microcal. Focus calibration is fitting 9 data points to a 5th order polynomial. It's common that the last point causes a large change in the calibration and the points can go from green to red. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735831, version #: 2.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when completing the focus calibration they received 8 green points and the collection of the last point turned all the others red and failed the calibration. The error message for the failed calibration did not provide helpful information to correct the issue. No patient was present at the time of the event. Additional information was received from the manufacturer representative stating that they attempt to calibrate the system for 5 hours. Finally it was successful. The navigation system was functioning as designed. They stated that the microcal software was the issue. Additional information was received stating that the focus calibration projection was to high. They deleted all points and started over.